Event description:
Baxter sigma spectrum infusion pump: I am a (B)(6) leukemia pt. I have spent long stints in-patient ((B)(6)), one for 6 months. From a pt's perspective, they are the bane of our existence. Nurses have told me the same. Yes you want them to be more sensitive than less, but tell that to the person who can't sleep nights on end because they beep throughout the night, upstream downstream occlusions, and others. Excruciating for the pt, and nurses have told me they go home after work and all they hear is the incessant beeping. It's a well known, unintended consequence that with all these beeping devices taking over, in the haste to automate, nurses have no choice but to tune them out. So I have to ask, which is worse, more sensitive, or ignoring them altogether? After over 10 years from my first experiences with them, is there no entrepreneur who can make something better? FDA safety report ID# (B)(4).